Event description:
Patient presented to the physician with ongoing pain. Physician brought the patient into the or, removed the ipg and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.